Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed return instrument test/evaluation (rite) functional testing due to failing fluid volume accuracy testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4).the homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The hc passed the return instrument test/evaluation (rite) electrical safety analyzer test. External/internal inspection was performed and passed. The hc was put through pressure testing and all of the pressures were determined to be correct and stable. The rite functional testing could not be completed due to an alarm that occurred preventing further functional testing. As a result, the root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.